Event description:
According to the reporter, intra-operatively, the patient suffered a burn caused by the activation of the pen near the cannula of oxygen (o2).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: (model#, catalog#), if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a second stage of nasal reconstructive procedure, the patient suffered a second degree burn caused by the activation of the pen near the cannula of o2. It was reported that there was an actual fire which was extinguished by removing the nasal cannula within the surgical fields. The patient was under sedation with oxygen supply by nasal cannula between 3-4 liters with adequate hemodynamic parameters. The burn was initially treated with mercury-chromium followed up by wound clinic and later cured with vaseline.